Manufacturer narrative:
Product complaint # (B)(4). Update 23 may 2022 in addition to aei note (B)(6) medical records received. After review of medical records patient was revised was due to failed left total hip arthroplasty secondary to metallosis and trunnionosis. Prior to revision surgery patient alleges squeaking, grinding and popping in the hip. Upon entering the joint cloudy milky fluid was encountered. There was metallic debris throughout the joint and significant corrosion to the trunnion. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received alleging injury, elevated chromium and cobalt levels, required revision, intense pain, soreness, discomfort, loss of range of motion, loss of earnings, loss of enjoyment of life, mental anguish, suffering, emotional pain, suffering, wounded feelings, grief, sorrow, psychological trauma, emotional upset, fear, anger, frustration and emotional distress. Doi: (B)(6) 2007; dor: (B)(6) 2016; (left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient has passed away. Date of death: (B)(6) 2019.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Initial reporter occupation: lawyer.

Event description:
After review of medical records patient was revised was due to failed left total hip arthroplasty secondary to metallosis and trunnions. Prior to revision surgery patient alleges squeaking, grinding and popping in the hip. Upon entering the joint cloudy milky fluid was encountered. There was metallic debris throughout the joint and significant corrosion to the trunnion. Doi: (B)(6) 2007. Dor: (B)(6) 2016. Left hip.